Manufacturer narrative:
Sorin group (B)(4) manufacturers the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that, during a procedure, the s5 double head cardioplegia pump did not measure the volume correctly on the crystalloid side. There was no report of patient injury.